Event description:
It was reported the customer experienced unexplained high blood glucose. Customer's husband believed the insulin pump was not functional. The husband changed the infusion sets, but the high blood glucose persisted. Customer's blood glucose was 548 mg/dl at the time of incident. Customer's current blood glucose was 318 mg/dl. The customer's high blood glucose was treated with manual injections. Troubleshooting did not find a bent cannula on the customer's infusion set. Customer's insulin pump also passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.